Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleged device showing a service required message related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed sound abatement foam degradation and breakdown were visibly observed in the base unit, found sound abatement foam degradation throughout the blower box, on the inside surface of the blower upper cap, and where the blower rests in the blower box. A black tar¿like substance was located on the inside surface of the blower and on the blower blades. A dark contamination was found on the inside surface of the lower enclosure, which is consistent with sound abatement foam degradation, can confirm sound abatement foam degradation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 3 error codes. The manufacturer concludes there was evidence of sound abatement foam degradation and unable to recreate the error codes.